Event description:
The complaint was reported as: the medicine was leaking down the supply tubing as the nurse was preparing a treatment for the pt. The nurse switched to another unit and was able to complete the treatment. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.